Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted successfully inside a disabled 23mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe aortic insufficiency. The implant duration of the disabled 23mm disabled valve at the time of the valve-in-valve procedure was five (5) years, five (5) months, thirty (30) days. Both devices remain implanted. There were no complications reported. The patient was transferred to the csu in stable condition having tolerated the procedure well.